Event description:
This rn went to connect chemotherapy with another rn, and when going to connect chemotherapy to the purple lumen, we noticed the fluids infusing through the clear lumen were leaking at the IV tubing/filter junction. We disconnected the fluids immediately from the central line and reconnected a new set of tubing, fluids, and filter after performing a cap change. Tubing and filter were set aside by the charge nurse station.

Event description:
This rn went to connect chemotherapy with another rn, and when going to connect chemotherapy to the purple lumen, we noticed the fluids infusing through the clear lumen were leaking at the IV tubing/filter junction. We disconnected the fluids immediately from the central line and reconnected a new set of tubing, fluids, and filter after performing a cap change. Tubing and filter were set aside by the charge nurse station.

Event description:
This rn went to connect chemotherapy with another rn, and when going to connect chemotherapy to the purple lumen, we noticed the fluids infusing through the clear lumen were leaking at the IV tubing/filter junction. We disconnected the fluids immediately from the central line and reconnected a new set of tubing, fluids, and filter after performing a cap change. Tubing and filter were set aside by the charge nurse station.